Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pneumatic module leak test resulted in "fail". There was no patient harm.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pneumatic module leak test resulted in "fail". There was no patient involvement and no harm.

Manufacturer narrative:
Updated fields: b5,b6,b7,d9,d10,g3,g6,h2,h6(health effect ¿ impact codes)

Manufacturer narrative:
Updated fields- b4, e2, e3, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields- b5, e1 (event site name). Due to character limitation, below field are added from e1- (event site full name: (B)(6). A getinge field service engineer (fse) evaluated the unit and the position of the safety disk inside the machine was adjusted and grease was applied to the connection parts. Leak tests were then performed several times, but no "fail" was found. An operation inspection was performed based on the inspection record sheet, with good results.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) pneumatic module leak test resulted in "fail". There was no patient harm.